Manufacturer narrative:
Lead would not advance through introducer during implantation procedure. The analysis for this device is pending.

Event description:
During the implantation procedure, it was reported that the lead would not advance through the introducer. Therefore, it was not implanted.